Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient had an initial knee arthroplasty. Subsequently, the patient is experiencing swelling, pain and a hot knee.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as no medical intervention is required. The initial report should be voided.